Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported "intracapsular rupture and cancer" diagnosed via us and MRI. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "intracapsular rupture". Later healthcare professional reported "capsular contracture baker grade ii". Diagnosed via us and MRI. This record is for the right side. Device remains implanted.